Event description:
It was reported approximately one week post port implant, the device allegedly failed to aspirate. It was further reported that the patient experienced a burning sensation and infusion medication leaked underneath the skin during the infusion. The patient is reportedly stable.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned to the manufacturer for evaluation. The investigation is inconclusive for the reported fluid leak and suction issue. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2021),g4 . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/ evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 05/2021).

Event description:
It was reported approximately one week post port implant, the device allegedly failed to aspirate. It was further reported that the patient experienced a burning sensation and infusion medication leaked underneath the skin during the infusion. The patient is reportedly stable.